Event description:
Reporter noted this was the second time in a week that the surgeon had received an electrical shock during set-up. No injury occurred. Felt it was from handpiece; changed handpiece, but it happened again. Follow-up info from the surgeon on 04/24/2000 noted that the pt had a corneal burn during the procedure. Prognosis not known.